Event description:
It was reported that during the implant procedure following a successful dft test, noise was observed on the ventricular channel which led to an inappropriate shock. The pocket was closed and a second dft test was performed successfully but an alert for undersensing was observed. The pocket was opened to clean the rv pin and retighten the set screw. A programmer commanded shock was delivered, and noise was present for several seconds but dissipated. Physician elected to monitor the patient. At one month follow-up, a successful dft testing was performed; no noise or inappropriate shocks observed. Device remains implanted.